Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient returned to the operating room (or) for temporary right ventricular assist device (rvad) placement via protek duo cannula to cardiohelp (vp) for rv failure.

Event description:
It was reported that the patient was requiring increased support chemically and mechanically. The patient reported a low flow alarm around 2 or 3am on (B)(6) 2025. The patient was off vasopressors on (B)(6) 2025 and had to be started again on (B)(6) 2025. The rp impella was removed on (B)(6) 2025 and had to be added back on (B)(6) 2025. A transesophageal echocardiogram (tee) was done to see the function of the right ventricle (rv). It appeared the rv was dilated, and the septum was bowing toward the lv. A decision was made to reinsert the swan/pa catheter and the rp impella. Log files were sent for review. The log files showed frequent pulsatility index (pi) events that were occurring from 06jul2025 4:15:33 until 13:24:30. The pi events caused the ventricular assist device (vad) speed to drop below its low-speed limit of 5200 rpms. Low speed advisory events were also recorded while speed adjustments were being made. The patient experienced pulseless electrical activity (pea) arrest approximately 1245/1250 with low flow alarms, medicinal code and no compressions. The patient's ph was 7.37, lactic 4.7, sodium 160, potassium 4.1, ca++ 1.11, cl- 106, hemoglobin 7.6, hematocrit (hct) 23. Log files were sent for review. Log files from 08jul2025 captured low flow alarm events on 08jul2025 from 12:51:28 until 12:55:34. There were also some momentary low flow events recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b2, b5, h1, report type, and report subtype was updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular (rv) failure, pulseless electrical activity (pea) arrest, and refractory cardiogenic shock could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms occurring on (B)(6) 2025; however, the reported alarms from (B)(6) 2025 could not be confirmed. According to the account, the reported low flow alarms occurred in the setting of right ventricular failure and pea. The system controller event log files contained events from 04:15:33 on (B)(6) 2025 through 13:09:48 on (B)(6) 2025, per the timestamps. Events captured prior to this timeframe were overwritten by newer incoming events, per design. Multiple, transient low flow hazard alarms were captured between 12:52 and 12:55 on (B)(6) 2025. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ""alarms and troubleshooting"", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away from refractory cardiogenic shock on (B)(6) 2025. The device will not be returning for evaluation.